Event description:
It was reported that a pediatric patient suffered a post operative re-bleed 4 days after a tonsillectomy procedure that allegedly involved an unknown arthrowand. No further details were provided regarding the procedure, the patient, the treatment or the outcome. Arthrocare will continue to monitor for further details.